Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review if the pump black box showed no evidence of no cartridge detected cs 163 warnings. During investigation, the rewind, load, prime sequence was attempted and a load step malfunction occurred. The piston continued pushing up until cartridge was empty. During testing, the force sensor calibration and force sensor resistance were found to be out of specification. Evaluation also revealed that the display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that a load step malfunction occurred. The force sensor calibration and force sensor resistance were found to be out of specification. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.